Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: lot # (s) of the involved sutures that are reported to have issue? Unknown. When was the suture separation from needle noticed for all sutures involved in procedure?- before use on patient? Or during use on patient? During use. Total qty of sutures separation from needle- before use on patient? Unknown. Total qty of sutures separation from needle- during use on patient? Unknown. It is stated in event "several sutures were involved" please confirm the total qty of sutures involved for the single procedure? Were all the sutures noticed to have this issue during same procedure or multiple procedures/patient events? Yes. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an skin closure procedure on an (B)(6) 2018 where suture was used. After 10 to 15 stitches /knots of suture the suture separated from needle. Involved sutures were discarded. Surgery completed with different product.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. This file is voided as duplicate record and all event information has been reported under: 2210968-2018-75439